Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing sample run. The fse found the reagent/tip lane was out of alignment and resolved the complaint by realigning the reagent/tip lane assembly to the specimen nozzle. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2061] tip attach error cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. Mf measurement has not taken place due to a fault in the drive mechanism of the equipment. Print and display (rate value) : becomes blank. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a the most probable cause of the reported event is due to misaligned reagent/tip lane assembly

Event description:
A customer reported getting "2061 tip attach error" and mf mechanical flag on the aia-900 analyzer. The customer restarted the analyzer but error persists. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), cardiac troponin I (ctnl2) and creatine kinase mb isoenzyme (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.